Event description:
Customer advocacy received a copy of the customer's medwatch report which stated, "at 0953, potassium chloride 60 meq/ 500ml was administered as ordered following the guardrails set as default by the alaris pump infusion rate at the pump was 83 3 ml/hr hourly rounds made at 1145, writer noted that the ivpb which was supposed to be infused for 6 hours ended up infusing for 2 hours the ivpb was almost completed and approx 50ml was remaining in the bag called 2 nurses to witness the fast infusion rate of the said IV md was made aware and asked him if he needs the pt to be on tele monitor and said not for now but, to continue to monitor the pt pharmacist was also notified pt is alert, oriented x3 and verbally responsive no complaints of any pain and no distress noted vs stable replaced the machine with a new pump attempted to call carefusion (alaris) customer service but the office was closed pump labeled to be fixed supervisor on duty was notified FDA safety report ID# (B)(4)."

Manufacturer narrative:
Additional medwatch information provided the customer¿s report of an overinfusion of potassium was not confirmed. Physical inspection of the device noted the instrument seal not present. Analysis of the pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the device delivering fluid within specification. The disposable sets were not returned for investigation. The root cause of the customer¿s report of an overinfusion of potassium was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided.

Event description:
It was reported that at 0953 a secondary potassium chloride (60 meq/500ml) infusion was programmed to infuse at a rate of 83.3ml/hr. For 6 hrs. At 1145 the rn noticed that the secondary infusion had 50ml remaining. The md was notified, patient was alert oriented x3 verbally responsive no complaints of pain or distress. There was no medical intervention required, patient was monitored with no lasting harm reported.